Event description:
The customer reported that the endoscope reprocessor exhibited black floating debris within the cleaning tub. The issue was observed during reprocessing. There was no patient involvement.

Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided if available. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.